Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. Although not reported in the complaint, the medical records indicate the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent subtotal hysterectomy and bilateral salpingo-oophorectomy, rectocele repair and abdominal sacrocolpopexy for stress urinary incontinence and pelvic organ prolapsed. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, recurrence, dyspareunia and urinary problems. It was reported that the patient underwent vaginal cuff revision and resection of eroded mesh removal on 04/19/2010. It was reported that the patient underwent abdominal exploration, removal of vaginal mesh and abdominosacral colpopexy with rectus fascia/fascia lata on (B)(6) 2013. (B)(4).